Event description:
The surgeon reports performing cataract surgery with implantation of the crystalens intraocular lens. Postoperatively, the pt complained of visual disturbances and it was subsequently decided to explant the lens.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue.